Event description:
During treatment the venous line separated at the venous chamber. Ebl to pt was 200-300cc's. The bloodline was removed and replaced with a new line and treatment continued without further incident. The sample has been sent for evaluation.